Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: insyte autoguard inside the IV insertion kit issued in ahmc has been reported having a defect while they push the button for needle encapsulation of the catheter. They have mentioned that they have a hard time using it as it delays needle encapsulation which makes the button harder to press during insertion. (B)(6) 2025 it was detected after use once the button was pressed for encapsulation. No patient was impacted, but the nurses from different departments already raised same concern from the account.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report of slow needle retraction could not be confirmed from the photograph that was provided for investigation. The photo only showed the unit packaging. The device and the reported issue were not shown or demonstrated in the image. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.